Manufacturer narrative:
A risk to the patient's health could not be excluded for these specific circumstances, since needles were inserted in the patient's spine in a different position than desired with navigation involved, although according to the surgeon, the final outcome of this surgery was successful as intended, with the needle placements corrected with navigation at the very same surgery. There were no negative effects to the patient due to the needle placements, also not due to the surgery/anesthesia prolong of ca. 20 min. There was no (direct or increased) risk to harm a critical structure due to the deviating insertions. There were further no remedial actions for the patient done, necessary or planned. Hospitalization was not prolonged either. According to the results of the brainlab investigation and the information provided by the hospital, it can be concluded that the most probable root cause for the two vertebroplasty needles having been initially inserted deviating by ca. 2cm, one vertebrae level higher, from the intended positions, is due to movement of the patient/table (in the head-foot direction) after its position was stored for automatic image registration for navigation, but before the c-arm can was actually taken. An additional contributing factor to the reported deviation is a movement of the navigation reference array unit due to inadvertent forces, and / or insufficient fixation of the non-brainlab schanz pins in the left iliac crest and / or of the array on the pins. Movement of the reference array relative to the patient anatomy during the surgery leads to a deviation of the display of the tracked instruments on the registered image in the navigation software in comparison to their actual positions on the patient anatomy, that cannot be compensated for by the navigation software. Apparently the resulting deviation of the navigation display was not recognized by the user after the registration scan was performed and before the placement of the needles, with the necessary navigation accuracy verification of the registration and throughout the procedure. There is no indication of a systematic error or malfunction of the brainlab device (navigation). Corresponding brainlab measures to minimize this anticipated risk as low as reasonably practicable are already in place. Brainlab intends to re-iterate the relevant topics regarding the use of the device to this customer.

Event description:
A minimally invasive surgery on the thoracic-lumbar spine for t10 and l1 vertebroplasty to inject bone cement into the vertebrae for stabilization, to treat acute/subacute compression fractures at t10/l1, was performed with the aid of the display by the brainlab navigation software spine&trauma 3d 2.6. During the procedure the surgeon: attached the navigation reference array with schanz pins and 2-pin fixator on the left iliac crest, with the patient in prone position, acquired an intra-operative (pre-surgery) c-arm scan for the region of interest of the spine with automatic image registration to match the display of the navigation to the current patient anatomy, and accepted the registration to proceed. Used the navigated pointer to mark the incisions, and performed the 2 incisions. Attached an array to the non-brainlab vertebroplasty needle, and calibrated the needle to the navigation. The first needle intended for t10 was inserted through the cortical bone into the vertebra using navigation guidance, with occasional tapping using a mallet. Repeated the same procedure for the second needle intended for l1. Verified the needle placements with fluoro (x-ray), and determined that the needle placements deviated by ca. 2cm from the intended position to one vertebra level higher. Re-check of navigation accuracy at this point of time on the incisions revealed that the navigation display deviated by this amount and direction. Acquired another intra-operative c-arm scan with automatic image registration, performed new incisions and re-inserted the 2 needles to the correct position with the same navigation method as above. The correct placement was verified with a 3rd c-arm scan. Completed the surgery successfully as intended, and closed the patient. According to the surgeon: the ca. 2cm deviation of the needle positions inserted to one vertebra level higher was detected by the surgeon before the cement injections, and were successfully corrected at the very same surgery with navigation before continuing with the surgery / injections. The final outcome of this surgery was successful as intended. There were no negative effects to the patient due to the needle placements, also not due to the surgery/anesthesia prolong of ca. 20min. There was no (direct or increased) risk to harm a critical structure due to the deviating insertions. There were further no remedial actions for the patient done, necessary or planned. Hospitalization was not prolonged either.